Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The reveiver (serial number (B)(4)/lot number 5210517) being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and there was no failures detected related to the customer complaint. It was observed during the data log review that the device initially failed the pairing test. The receiver case was opened for further evaluation. An interior inspection found a reflowed antenna. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a bad solder.